Manufacturer narrative:
Correction information: b4: date of this report - updated. G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was steel braid piercing of the insertion flexible tube (ift). Based on the investigation, a potential root cause of this failure was prolonged use and excessive bending, which caused the steel braid to break and partially penetrate the outer resin, resulting in exposure. It was confirmed that there was no risk to the patient at the time of the event. To date, no patient harm has been reported. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 08-jan-2025 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 20-jan-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical america performed multiple good faith efforts (gfe) to gather additional information regarding this event and received a response via email on 08-dec-2025. According to communication with the gi nurse manager at the facility, no adverse patient event or injury was associated with the use of the endoscope. The procedure was performed for screening purposes, and the endoscope was used to complete the procedure. The patient was not recalled for further screening. At the time the endoscope was sent for repair, the facility reported that there was no evidence of a metal protrusion in the insertion tube, which would normally be identified during reprocessing. The metal protrusion observed in the attached image was unexpected for the facility when they were notified. For this reason, the facility requested a second evaluation of the device. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
B3: the exact occurrence date is unknown; only the year when the complaint was submitted to the manufacturer is available. On 20-nov-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec34-i20cl, serial number (B)(6) in (B)(6), united states. The customer reported that a leak was confirmed in the endoscope. As a result of an inspection by pentax medical service, the outer sheath of the insertion flexible tube was found to be pierced by a metal blade. There was no report of patient harm. This event occurred after use. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.